Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue: frequent low/replace battery alarms are occurring more frequently than indicated in the user guide. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box indicated consecutive reboots had occurred on (B)(6) 2014; the battery voltage was observed to be above threshold and multiple call service alarms were observed. The battery compartment and battery cap were observed to be intact with no damage noted and the cap secured properly and maintain an electrical connection. All current draws were found to be above specification, and the alleged short battery life was duplicated. Investigation revealed moisture corrosion in the continuous glucose monitor module and on the pcb. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.